Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a cassette detect error. The event occurred during normal testing. There was no patient involvement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis of cassette detect error. No previous repair was noted for the last 12 months. Visual and functional testing was performed. When cassette was attached, complaint was confirmed. The probable cause of the reported problem was fluid contamination found at downstream occlusion (dso) sensor area. Replaced dso sensor. Device passed all functional testing post repair.